Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the lead had migrated after the patient had a cold with coughing spells. X-rays confirmed the issue. In turn, the lead was repositioned on (B)(6) 2021 to address the issue. Effective therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.